Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ventricular rhythm was difficult to evaluate due to noise on the electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.